Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator ran out of saline while in rinseback mode. Air was introduced into the circuit while attempting to connect a new saline bag which caused an arterial air alarm. Due to the amount of visible air in the circuit, the operator chose not to complete rinseback, resulting in an estimated blood loss of 40 cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently introduced air into the circuit while connecting a new saline bag. The cycler alarmed appropriately. The user's guide provides adequate instructions for alarm resolution and air removal procedures. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.